Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 6 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.